Manufacturer narrative:
Root cause error: use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using u-500 insulin and was aware that this is off label insulin per the user guide. Customer replaced pump supplies and resumed insulin therapy. System check was performed by tandem technical support and not issues were identified. Customers customers blood glucose was 99-140 mg/dl.